Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver dilaudid (hydromorphone) 20mg/ml at 0.9mg/day. It was reported that the patient experienced a multi-day overdose and then withdrawal symptoms, despite the managing hcp increasing the dose. In regard to any environmental, external, or patient factors that may have led or contributed to the issue, the patient said he may have "rubbed" the pump against his walker. It was unknown if a dye study was performed. The full system was replaced on (B)(6) 2025. At the time of this report, the event was resolved and the patient status was "alive-no injury". The patients' weight and medical history were asked but were unknown. It was asked but unknown when the event/difficulty occurred.

Manufacturer narrative:
H3. Catheter: visual inspection identified there was damage to the transition tubing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.